Event description:
It was reported that during a lap colectomy procedure, the tissue pad fell off. The tissue pad did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.